Event description:
Reporter indicated that a vns therapy pt was found to have a lead break. The physician was unable to determine any clinical symptoms of a lead break as the pt has frequent seizures, though he does not believe the seizure rate was above pre-vns baseline levels. Further follow up with the treating physician revealed no additional information, diagnostic test results were not available. X-rays were sent to manufacture for review in which two gross lead breaks were found near the electrode site and at the connector pin. It is unknown if a revision surgery will take place.

Manufacturer narrative:
Results: review of x-rays by the MFR revealed a gross lead discontinuity. Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.